Event description:
It was reported that during the anchor deployment, the drill of the disposable kit was broken when drilling. The pieces were retrieved. The procedure was successfully completed with non-significant delay using a back-up device. The back-up device was used in the original hole. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. An obturator was returned with no visible deficiencies. The drill is inside of the drill guide. The drill shows no sign of fracture. The drill guide has no visible deficiencies. There is bio debris packed inside the drill guide. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include (1) excessive force (2) improper alignment of the handle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during an unknown procedure, the drill of the disposable kit was broken when drilling. The procedure was successfully completed with non-significant delay using a back-up device. The back-up device was used in the original hole. No patient complications were reported.